Manufacturer narrative:
The reported inability to open the clip was confirmed in returned device analysis. Additionally, material protrusion of the actuator mandrel, twisted l lock tabs, corroded actuator coupler, and corroded and broken collet were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the observed twisted l lock tabs appear to be a result of performed troubleshooting as a result of procedural circumstances. The identified corroded actuator couplet and corroded, broken collet appear to be consequences of post-procedural exposure to saline solution to the device post procedure. The reported clip open inability issue and protrusion of the actuator mandrel on the proximal end appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
This will be filed based on the returned device analysis, a protrusion of the actuator mandrel on the proximal end was observed and the collet was observed corroded and two tines were broken. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was prepared per the instruction for use (IFU) with not issues noted. The cds was advanced to the mitral valve; however, the clip failed to open. Troubleshooting was attempted but was unsuccessful. The clip never opened in the patient anatomy. The closed clip was easily removed, and another nt clip was used to successfully complete the procedure. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. Based on the returned device analysis, a protrusion of the actuator mandrel on the proximal end was observed and the collet was observed corroded and two tines were broken. No additional information was provided.